Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.